Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was reported that the patient did not check her finger stick reading when the cgm was displaying 40 mg/dl. She drank a soda and consumed sugar based on the cgm reading. The readings on the cgm were not increasing after consuming sugar. She asked her husband to call an ambulance. The paramedics provided the patient with a tube with syrup that contaiuned sugar without checking a finger stick. It was reported that the cgm was still showing 40 mg/dl, a finger stick was checked and the patient's blood glucose was 470 mg/dl. The patient was informed by the paramedics that they would be given insulin at the emergency room. Teh patient was not attended to at the hospital and decided to go home. No additional treatment was provided to the patient. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.